Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab was prepped per instruction. The sheath was inserted via the patient's femoral artery. The iab was advanced through the sheath and became stuck. As a result, the iab and sheath were removed as one unit. The md inserted another brand iab with success.